Event description:
During an ileonanal pull through procedure, the device was fired on the rectum and the distal staple line had no staples. The knife blade cut and the rectum was open.

Manufacturer narrative:
The staple pockets showed underformed staple formation at the proximal and no staple formation at the distal end. The device was reloaded with a new staple cartridge and attached to an idrivec. The device calibrated, opened, closed, and fired acceptable staple formation. The device performed as intended.